Event description:
After medical review of f/u received on this non-serious report, it was determined that this report should be upgraded to serious based on the reclassification for the event following assessment utilizing the company's new device reporting tree. Initial info was received on (B)(6) 2012 from a physician by phone. This case involves a (B)(6) female pt who was treated with poly-l-lactic acid (sculptra) on (B)(6) 2010 (batch number 5a0034) intradermally in the caudal half of both cheeks for tightening the lower middle third of her face. Poly-l-lactic acid 1 vial was diluted with 8 ml sterile water plus 1 ml of lidocaine that was homogeneously distributed in the caudal half of both her cheeks. Few weeks later, the pt consulted the physician because she did not agree with the results that instead of exerting an effect on the sagging, the pt presented an increased mandibular curvature, that modified the oval contour of the face. The physician confirmed such situation. The report was an aesthetic complaint and not a adverse event related to poly-l-lactic acid. According to the physician, the pt has visited another physician (speciality unk) to sort out the problem. The pt has received different treatments, including radiofrequency as well as curettage with a needle, that was performed to remove "the material". A cutaneous ultrasound was performed to assess the affected area. According to the physician, this is an uncommon case of excess of initial response. Usually, no benefit is observed in the first session. It is foreseeable a gradual disappearance of the effect over the time. On (B)(6) 2011, 3 months after receiving poly-l-lactic acid injection, the pt complained volume excess and significant and homogeneous increase of the thickness of the treated area ( in the caudal third of both her cheeks) that made her face to have a more rounded aspect. The physician described the volume excess as thickening of the lower area of both cheeks, 7 mm-sized and oval-shaped that was detected by palpation. The physician clarified that the volume excess was not nodules but thickening. The physician agreed with the pt to wait for some time. In the next visit with the pt, no measureable changes were noted. According to the physician, the pt was not feeling comfortable and the adverse event was prolonged and lasted 17 months. The physician stated that in (B)(6) 2010 and (B)(6) 2011 the pt visited her and the volume excess could be verified and it was unk if the adverse event led to a permanent impairment of a body function or to permanent damage to a body structure. In (B)(6) 2012, the pt contacted the physician indicating that, since the end of (B)(6) 2011, she had been treated by another physician who used different techniques. The pt was administered indiba (radiofrequency) and injections between 0.3 and 0.5 cc of not diluted triamcinolone acetonide (trigon) in the affected area, twice. Subsequently, the pt experienced an acute inflammation that coincided with a dental infection. In addition, occasional and temporal volume variations were detected (according to the physician, could be related to the menstrual cycle). A submission and an attempt to suck up the product were performed more than a month prior to the report. The pt was prescribed antibiotic agents (nos). In a visit on (B)(6) 2012, the physician indicated that the pt confirmed the treatments received in the (B)(6) 2011 when the pt had a higher volume. Since then, except for the period when the pt suffered from the dental infection, the volume has slowly decreased and, at the time of the notification, the volume was smaller. In the pt's examination, the same initial process (of 4-5 cm length and 2-3 cm width) with a mild induration in the right side and a minimum induration in the left one, was detected. The pt noticed improvement of the area where triamcinolone acetonide was injected. It was planned to administer tumescent saline solution without any other drug. At least 1 month later, it was planned to consider the possibility of infiltration of corticosteroids in very low doses. The physician reported that the pt did not experience any adverse event following the administration of add'l treatments that she had received (nos). The pt was submitted to other treatment (nos). The pt did not experience a similar adverse event after treatment with poly-l-lactic acid and with other products. She has no acute or chronic cutaneous diseases, no granulomatous disease and no tendency towards pathologic scarring. The pt was not receiving other concomitant medication and she did not present any concomitant pathology. It was unk if there was an alternative etiology for the event. The physician indicated that 4 months prior to the notification the pt had been treated with growing factors in the caudal half of her cheeks (nos). Corrective treatment: triamcinolone acetonide, indiba. Action taken: not applicable. Outcome: not recovered. Causal relationship as per reporter: suspect. A pharmaceutical product technical complaint (ptc) was initiated. (B)(4). An investigation has been performed and the results are discussed here as follows: since no batch number was communicated, the documentation relevant to all the sculptra batches marketed in (B)(6) and not yet expired was re-controlled. For each batch, both semi-finished and finished (packaging) documentations have been re-checked and no anomalies linked to the event reported have been picked out. The verified batches were: batch a0035, batch a0036, batch a0037, batch a0038, batch a0039, batch a1040, batch a1041, batch a1042, batch a1043, batch a1044, batch a1045, batch a1046, batch a1047, batch a1d48 and batch a1048. The analysis certificate at the release step of all the batches listed above has been re-controlled and all the results were conforming to specs. Nevertheless since we have not received the complaint sample, we reserve to close this complaint as no conclusion possible for the lack of an important element of eval that is the complaint sample itself.

Manufacturer narrative:
Conclusion: no investigation possible. Add'l info received on (B)(6) 2012 in a ptc report: ptc results were entered. Add'l info received on (B)(6) 2012 from the physician: pt's age, poly-l-lactic acid given date, dosage and injection site clarified. New event thickness increase of the treated area added. Event detail and medical history added. Add'l info received on (B)(6) 2012 from the physician: this case is upgraded to serious upon medical review of this follow up info. Added corrective treatment and treatment plan. Add'l info received on (B)(6) 2012 from the physician were processed together: added pt's aesthetic complaint (not related to poly-l-lactic acid treatment) prior to the adverse event and treatment for the problem. Poly-l-lactic acid treatment detail with batch number, injection route and site updated. Details of the event including onset date, corrective treatment added. Medical history added. Pharmacovigilance comment: sanofi company comment dated (B)(6) 2012: the event dental infection developed after adminstration of two injection of triamcinolone and radiofrequency. The event occurred approx 6 months after receiving sculptra injections. Given the time period causal role of sculptra appears to be less likely. The administration of triamcinolone or use of wrong adminstration technique possibly could have led to the event. The add'l info such as pt's dental hygiene, concomitant diseases history and event onset date will be required for further assessment.